Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous low result for 1 patient tested for ureal urea/bun (ureal) on a cobas 8000 c 702 module. The initial ureal result was 5 mg/dl. The customer's middleware held the result but the tech decided to release the result from the laboratory. The sample was repeated and the result was 99 mg/dl. No adverse event occurred. The ureal reagent lot number was 24576201 with an expiration date of 28-feb-2018. The field service engineer (fse) visited the customer site and found that the squeegee nozzle was not always coming to the bottom of the cell. The fse removed the squeegee nozzles and cleaned the nozzle and hole on the rinse arm. The gear pump pressure was high and was adjusted down. The customer ran qc with acceptable results. The investigation determined that the nozzle issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer has not complained of any further issues.